Event description:
A report was received that the patient was experiencing pain at the lead site. The physician opened the incision site and freed the lead as it was caught on an adhesion. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 (B)(4) description: st linear lead, 70cm with pre-loaded 0.014 inch stylet